Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the user of the 9600+ sys had difficulty in connecting and disconnecting the interconnect cable and sys failed to boot. No report of pt injury.